Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called and took her to the hospital due to low blood glucose below 20 mg/dl. The customer was experiencing unexplained low glucose for a few hours. Troubleshooting was performed. The customer stated that she was found unconscious by her husband in the early morning hours. The customer stated that the infusion set was changed at midnight. The customer stated that the food eaten during (B)(6) may have caused his low blood glucose. The customer's most recent glucose reading was 121 mg/dl. The programming, time, and date were correct. The customer stated that the reservoir is showing more insulin than the status screen shows. The customer stated that she removed the reservoir and filled with more insulin, and then she placed back into the insulin pump without rewinding and priming, advised the customer that this can cause an over infusion. No further info was provided.